Event description:
The reporter stated that she had gotten the er1 message a couple of times, several months ago. She said that she had retested, but did not recall any details. She thought she had done something wrong, and said that she had not compared the test strip to the color chart.